Manufacturer narrative:
(B)(4). Added additional information the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The device was tested with a generator and an error code 5 was noted. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. It was disassembled and visually inspected and weld spatter was found at the clamp arm weld pin. It is probable that this could have caused for the active blade to be in contact with the metallic weld spatter on the pin. Contact between the blade and metal objects while the instrument is activated could result in cracked or broken blades, which may be identified by generator solid tone or instrument error. It is possible that the solder particles could have been generated during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a parotid gland procedure, the blade was broken off and an error five was also displayed. No pieces were left inside the patient's body. It had a possibility in touching with a forceps. Another device was used to complete the case. There were no adverse consequences to the patient.